Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted as the customer resumed insulin delivery after the alarm. The customer reverted to using another method to manage diabetes. The customer declined tandem technical support's offer to troubleshoot to try to determine a possible cause of the occlusions.